Event description:
A consumer reported experiencing impaired vision at distance and near, double vision, floaters, and starbursts following bilateral intraocular lens (iol) implant surgery. The reporter did not provide any contact information; therefore, no follow up could be conducted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reporter did not provide any contact information; therefore, no follow up could be conducted. This report was mailed to FDA on: 03/06/2009.